Event description:
It was further reported that the device was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was also noted that the cover was missing,and the lower case was broken.

Event description:
It was reported that the biomedical engineer (biomed) was unable to verify output specifications during a routine check of the external pulse generator (epg). The biomed was using a pacemaker tester and paper clips for his connection to the epg and stated that although the device showed that it was pacing, he was unable to get any reading on the tester and would like to return the device for checkout/repair. There was no patient involvement.